Manufacturer narrative:
The prismaflex m 100 filter set was discarded and not available for inspection, the lot number of this filter set is unk. No info was found to indicate that any product used in the treatment was defective or had malfunctioned.

Event description:
A patient was undergoing crrt on a prismaflex machine; during a four day period, the machine generated recurrent "access extremely negative" alarms and "filter is clotted" alarms. The filter set was changed nine times without returning the patient's blood, resulting in a cumulative blood loss of approx 1368 ml. The patient received a total of 3 units of packed red blood cells. The patient's access catheter was assessed by the physician and replaced. Following replacement of the patient's access catheter, there were no further "access extremely negative" alarms occurring the remainder of the crrt treatment on the prismaflex machine. The patient's condition improved and he was transferred to intermittent hemodialysis. He continued to improve and was discharged from the hospital to a skilled nursing facility. The prismaflex machine was inspected by a gambro technical specialist rep who determined the machine was operating within MFR's specification. Review of the data files revealed that the first four treatments were performed with the anticoagulant syringe pump off. Two of those four treatments ended in "filter is clotting" or "filter is clotted" alarms. "Access extremely negative" alarms were also observed during both of those treatments.